Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for needle non retraction for this product family, regardless of the pt outcome. This complaint is related to an echo-hd-22-c device of lot# c1008214; 1 x echo-hd-22-c device was returned for evaluation. The echo device was returned without the stylet in place. This device was received with the needle advanced approx 4mm from the sheath on receipt. The exposed needle was noted to be severely bent at an angle. There was a slight kink visible below the sheath extender of the device when the sheath extender was positioned at reference mark 0. The slight kinking was determined to have most likely occurred in transit during the device return. The needle could not be fully advanced easily but could not be fully retracted. The distal needle tip remained exposed and could not be retracted back into the sheath. The tip was examined and confirmed to be intact. The sheath tip was noted to be slightly damaged from attempting to retract the bent needle. The needle tip was examined under the microscope and was confirmed to be severely bent / kinked at the needle notch, 4.39mm from the tip. The tip of the needle was examined and noted to be free of damage. The damage to the needle notch was determined as the cause for the needle not fully retracting during the device evaluation. The customer complaint was confirmed as it was not possible to fully retract the needle into the sheath as the notch of the needle was bent. A possible cause of needle notch damage may be attributed to individual pt's anatomy if the area being sampled was a particularly hard mass or lesion. It is also possible that the needle was damaged due to product handling when advancing the device from the endoscope or during use if the stylet was not fully in place during advancement of the needle. However, as the conditions of device usage cannot be replicated during the device evaluation, it is not possible to definitively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the relevant mfg records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. The notes section of the instructions for use ifu0077-3 that accompanies this device instructs the user prior to use to: 'visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". According to the reporter, the pt did not experience any adverse effects and did not require any add'l procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The initial complaint description was received as follows: "when attempting to insert the echotip procore high definition ultrasound biopsy needle into the mass, the needle bent. No harm to the pt." During device evaluation on (B)(6) 2014, it was observed that the device was returned with the needle approximately 4 mm advanced from the sheath. The physician has not confirmed to date if they experienced any issues retracting the needle back into the sheath during the procedure. According to the initial reporter, the pt did not experience any adverse effects and did not require any additional procedures due to this occurrence. A section of the device did not remain inside the pt's body.